Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the run data file showed that the optia system operated as intended and is safe to use. There is no indication that the system contributed to the patient¿s higher-than-expected hematocrit that was measured after the procedure. There were many adjustments made to the inlet:ac ratio, inlet flow rate, patient¿s hematocrit and replacement volume target throughout the procedure, some not in response to an alarm. In order to run efficiently, the system needs the most accurate patient data available and to operate at a steady state. Entering the most accurate patient data that is available as early as possible into the run and addressing alarms by troubleshooting appropriately will help the system reach a steadystate, decrease procedure times, and run efficiently. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. .additional root cause: a definitive root cause could not be determined. It is possible that an inaccurate hematocrit was entered or inaccurate patient information.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the run data file (rdf) analysis there were many adjustments made to the inlet:ac ratio, inlet flow rate, patient¿s hematocrit and replacement volume target throughout the procedure, some not in response to an alarm. In order to run efficiently, the system needs the most accurate patient data available and to operate at a steady state. Entering the most accurate patient data that is available as early as possible into the run and addressing alarms by troubleshooting appropriately will help the system reach a steady state, decrease procedure times, and run efficiently.

Manufacturer narrative:
Investigation: per the customer, while the operator received multiple alarms, she increased the patient's hematocrit 7 times and did not contact terumo bct for troubleshooting. The customer also stated that the fluid balance on the spectra optia system is +72ml. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after a therapeutic plasma exchange (tpe) procedure, the operator noticed the patient's hematocrit (hct) increased from 40% to 55%. Per physician's order, the patient was hydrated via IV and is reported in stable condition. The customer declined to provide the patient identifier and age. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: per terumo bct's medical review, the device did not cause orcontribute to this incident.